Event description:
While the laser technician was using the laser, the wire exploded in her hand - says that she was "electrified". Initial system inspection by the distributor (lumenis be) shows fiber broken approximately 2 feet up from handpiece connection. Fiber, and stainless steel sheath completely broken / seperated. Inspection of proximal lens assembly shows no sign of damage. Part has been ordered, and is in back order status. Lumenis be investigated the reported event by contacting the user facility. Customer reported what herein reported above about "electrified". The device was installed in the facility on 4/3/2019 and the most recent pm was done on 11/05/2022. Lumenis be representative called customer and she explained that the cable "exploded" in a section that wasn't twisted or bent in any way. It sent a ball of electricity through her gloved hand and up through her arm that tingled for 3 h afterwards. Seems that the event is like the fiber was broken. There is no chance that "it sent a ball of electrivity" as there is no tension in the fiber sheath. Inspection of proximal lens assembly shows no signs of damage. Investigation results based on the available narrative are the following. Reasonably the fiber was twisted among the cryo and smoke evacuator hoses. The fiber resulted overstressed and broke apart. The outcoming laser did burn the fiber buffer and metal sleeve. In our best experience the picture included in the complaint shows the fiber portions after several shots performed with the fiber already broken. The condition of the fiber is expected if laser continued to shot after the two pieces of fiber move apart.what is called "electrification" appears to be the effect of laser shots from the disconnected fiber. Therefore our investigation result is: due to bad handling of the hand piece the fiber has been twisted until it broke. The laser did not stop immediately but some shots were sent to the broken fiber. Such shots burnt the neighborhood of the fracture and gave to the operator the sensation of being "electrified".cannot be electricity as there is no voltage in the broken parts apart the 3,3 v of the signal controls, too low for effects to be sensed. Conclusion: the operator was burnt by a laser ray escaped from the broken fiber. Moreover the picture of the broken fiber shows signs of twisting despite the statement of the operator according to which the fiber was neither bent nor twisted. Bios addresed the matter to the assessment of the risk management process. Matter was already considered and mitigation measures implemented. User manual reports to avoid bending to a radious less than 50 cm the fiber. This threshold applies to both planar and spatial curvatures, including twisting and helical profiles.